Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2108-50m, model: sc-2108-50m, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during an ipg revision, it was found out that the proximal ends of leads were frayed prior to procedure. The leads were replaced and patient was doing well postoperatively. The explanted leads will not be returned.